Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 failing accuracy -7.35% was not confirmed during testing as all modes were all within the published customer spec of +/- 6.0%. No evidence revealed in the event log. As preventative measure, action was taken to replace the expulsor. Device passed all testing and ready for service.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400.

Event description:
Information received indicating that during testing a smiths medical cadd legacy pump failed accuracy by -7.35%. The reported event did not occur while in use with the patient.